Event description:
Patient's family member called lfs and alleged that the patient's meter was showing three dashes (---)on the display. The patient reported being taken to hospital , however the issue with the three dashes was not related. The patient stated that they were also obtaining "hi" blood sugar readings througout the day. They went to the hospital and the hospital meter read 300 mg/dl. The patient was treated for high blood sugar. The issue of three dashes was resolved with troubleshooting. The meter has been replaced for the patient.